Manufacturer narrative:
The associated honeycomb was not returned for evaluation. Therefore visual inspection and functional testing could not be performed. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. This device receives multiple uses, therefore a definitive root cause for the reported issue could not be determined. Potential factors unrelated to the manufacturing or design of the device which may have contributed to the reported event include:(1) incorrect usage (2) coming into abrupt contact with metallic instrumentation during the cleaning process and becoming damaged (3) improper handling, storage or maintenance. If the product associated with this event is returned at a future date, the evaluation will be reopened for investigation. Although the batch number could not be identified there are no indications to suggest the device did not meet product specifications upon release into distribution. Complaint history review could not be performed with any accuracy due to lack of batch information. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Manufacturer narrative:
Results of investigation: it was reported the during procedure the honeycomb snapped inside the entry portal handle and wedged inside the patient. No delay or injury reported. The associated complaint device, used in treatment, was returned for evaluation. The visual inspection shows the device has a broken component, which was returned. Also the end tip of the honeycomb is damaged. This device exhibits signs of significant usage and wear. Manufactured date is in 2012. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that this event has already been reported under reference 1020279-2019-00988, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported the during procedure the honeycomb snapped inside the entry portal handle and wedged inside the patient. No delay or injury reported. A back up device was available.